Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported condensation inside the screen of the insulin pump. The customer also reported a crack in the back of the insulin pump. The customer also reported frequent battery changes on the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.